Event description:
(It was reported the pump is getting alarms with no display of any alarm code. Patient switched to backup pump and cassette without issue. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Health impact, and evaluation codes: updated. No product was returned to verify or replicate the complaint. No photographic or diagnostic evidence of the complaint was provided by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.